Event description:
Adverse event(s): "surgical procedure interrupted" (no code available). Product problem(s): "energy error message" (device displays error message); "surgery interrupted" (failure to deliver energy). Tech reported energy error message (error 20 secondary energy too high) which interrupted prk treatment at 3% completion. Alcon technical support provided phone assistance to site and mentioned system power was reset and remaining case was completed. Tech stated that there was no impressions of concern or harm, noted at the one day post op visit and the ucva was reported to be expected, as the case was a prk enhancement. More info, including pt records, has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)